Event description:
A faulty respirator exploded early wednesday, killing three patients and injuring 15 others, the fire department said. A fire official said hospital engineers had worked on the machine several hours before the explosion. Investigators said an electrical fault in the respirator had caused it to ignite. The fire, fed by pure oxygen, created a blast so fierce that witnesses said it sent a fireball through a seventh-floor hospital window.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.